Manufacturer narrative:
The device was not returned. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) manual pacing thresholds were consistently capturing at a lower level than what the capture management feature was capturing at. The device remains in use. No patient complications have been reported as a result of this event.